Event description:
We are notifying you that in 2009, a customer called roche diagnostics and indicated that approx one year ago, he was involved in car accident due to a hypoglycemic episode. The caller indicated that he was using a minimed insulin pump at the time and that the associated infusion set was subject to a product recall due to over-delivery of insulin. The caller further alleged that the pump malfunctioned in this way causing a hypoglycemic episode leading to the accident. The caller indicated that he was removed from the pump following this incident. No add'l info was provided regarding this incident. The minimed insulin pump mentioned in this event is not manufactured or imported by our firm.